Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, breast asymmetry, malposition. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone primary breast augmentation with two 350cc mentor memorygel breast implants, suffered left breast encapsulation ever since implantation and was also diagnosed with left breast implant ruptured via MRI in (B)(6) of 2021. The patient also reported experiencing an unspecified trauma prior to the rupture of the device. As a result, the patient underwent revision surgery on (B)(6) 2021. During the surgery, the patient was also diagnosed with right breast capsular contracture (baker grade unknown), breast asymmetry and malposition. Upon removal of the implants, there were no rupture detected, however, both implants were identified to be malformed. Subsequently, the patient underwent bilateral capsulectomy and the implants were replaced with two non-mentor gel implants. This medwatch form is for the right breast prosthesis. Complications on the left breast/implant have been reported under mrn: 1645337-2021-07635.

Manufacturer narrative:
On june 5, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage, anomalies, or deformities were observed on the smooth hpg, 350cc breast implant. The event described could not be confirmed as the breast implant was returned without detectable deformity. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Per mentor IFU that the implant for women is must be used at least 22 years old. Therefore, these devices were used in an off-label manner. Capsular contracture is the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On january 27, 2022, mentor became aware that it was erroneously indicated in the initial report sent on january 26, 2022, that the suspect medical device has not been returned yet. However, the device was actually returned on january 6, 2022. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that medical device problem code, off-label use, was erroneously omitted from the initial report sent on (B)(6) 2022. Per mentor's IFU for memorygel implants, this will also be reported as an off-label use, since, the patient was under the recommended age at the date of implantation. Section h. 6 medical device problem code: off-label use (a2304) was added.